Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use on a patient. The root cause was determined to be a defective floater in the humidifier water chamber. The issue was resolved by replacing the breathing circuit set and water chamber. There was no patient or user harm.

Event description:
Dear stefan-san, I hope you are doing well this problem ((B)(4)) became a big problem in this hospital. After that, the whole number was updated to the chamber with the improved float. However, the phenomenon that the water supply did not stop occurred again. Excess water spilled out of the mask while removing the mask. The water in the water supply bag became empty in about 90 minutes. We will remark additional information later. Thank you for your support. With best regards, hiroshi.